Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The surgery time was extended and the exact duration is unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records received on 9 jan 2019, it was determined that during the primary operation on (B)(6) 2013, the patient experienced a femur fracture fixed with placement of a cerclage wire. The fracture occurred while reaming the femur to size 3.